Manufacturer narrative:
The customer had indicated that the subject device will not be returning for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record can be performed. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that during the procedure, the guide catheter tip kinked then separated from the shaft. The physician inserted the guide catheter into the patient. The physician performed cannulation of the lima and the guide catheter tip appeared to be kinked on the fluoroscope. The physician withdrew the catheter and observed that the guide catheter tip had separated off the shaft. The physician viewed under the fluoroscope that the guide catheter tip was in the right femoral artery. The physician inserted a 4.0x20 catheter and a guide wire and successfully removed the separated guide catheter tip from the patient without any issues. The patient is reported to be fine.